Event description:
Baxter (B)(4) received a report from a customer stating the spike of a transfer set was deformed during the connection process in the uv flash system. There was no prophylactic antibiotic treatment required. No patient injury was reported. The transfer set was on the patient since (B)(6) 2010. The transfer set and the uv flash system are available for evaluation. The report against the uv flash is being addressed in a separate report. No further information was provided.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this report for a bent spike tip could not be confirmed as the sample was not returned for evaluation; therefore, the cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.